Event description:
According to the reporter: the tip (or jaw) of the instrument broke, fell inside of the abdominal cavity (hollow) of the patient. It was found soon afterward. The equipment was changed and the procedure continued.